Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was implanted with a spinal product type for c4/5/6 csm. It was reported that during c2-th2 posterior fixation procedure the screw stripped when finally fastened the cross link, and they couldn't perform the final tightening. They perform the final tightening in the order of left, right, and middle, and it was able to finally fasten only the right screw, others all stripped. Product used correctly according to the directions given in the IFU/labeling. Levels implanted c5/6. There was delay in overall procedure time less than 60 minutes. No patient symptoms or complications as a result of this event. It was reported that the driver stripped when the crosslink set screw was finally tightened. The stripping occurred in two places, but the implants were continued to be inserted as they were without removing. Only that one crosslink was placed. Although the counter had been used, it was said that a rod holder etc. Were also used in situations where the counter was difficult to use.